Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced high blood glucose of range of 500mg/dl which was treated with insulin pump. Further customer's blood glucose was 65mg/dl which was treated with food. Insulin pump will not be return for analysis.